Manufacturer narrative:
Product event summary: analysis was unable to confirm the stated reasons for return of "analyzer does not work properly" and "not able to reproduce the error." The device was mechanically intact and passed all incoming functional tests. It was additionally noted that it also passed its functional, electrical and systems tests.

Event description:
It was reported that the software analyzer did not work properly. It was further reported that the error was unable to be produced. The analyzer has not been returned for service. It was indicated that there was no patient involvement associated with this event. It was further reported that the product had been returned to service.